Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was bubbled. Service history identified the complaint was not related to a previous service of the device within the review period. No evidence was found in the event history log. Functional testing was able to duplicate the customer's reported problem. The investigation determined the dso sensor was inoperable and was the cause of the issue. The dso sensor and seal were replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a failed downstream occlusion test, software version 1.6. Per reporter, the event occurred during testing and there was no physical damage reported. There was no patient involvement.